Event description:
It was reported that during thyroidectomy procedure, the nim vital had false positive result no matter where stim probe touched on patient. Troubleshooting performed, electrode check, changed rejection period, turned stim down, turned threshold up, turned threshold back down and issue was not resolved. The procedure was completed with reported products. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.